Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed motor error. The patient's blood glucose was in the 600 mg/dl range, and when she attempted a bolus the device alarmed motor error. During troubleshooting the insulin pump completed the rewind and the displacement test without incident. Troubleshooting then occurred for the high blood glucose. The patient treated the 600 mg/dl reading via manual insulin injection. The customer discovered that the infusion set cannula was slightly bent. The insulin pump was not returned for analysis.